Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 9:00 p.m., the patient's cgm device alerted to a glucose value of 40 mg/dl. In response, the patient consumed two full meals and diabetic snacks. The patient remained awake throughout the night managing persistent symptoms, including headache, sweating, and later vomiting. At approximately 7:30 a.m., due to continued symptoms, the patient contacted emergency services. The patient stated that they believed they would have experienced a hyperglycemic event at some point during the night. Upon arrival, paramedics performed a fingerstick test: the cgm displayed 40 mg/dl, while the bg meter reading was 95 mg/dl. It is unknown whether any treatment for hyperglycemia had already been administered before ems arrived. The patient was treated with intravenous fluids and transported to the hospital. At an unspecified time during the hospitalization, the patient reportedly experienced a hypoglycemic episode and was treated with glucose tablets and gummies. At another unspecified time, the cgm reading was 112 mg/dl, while the bg meter reading was 69 mg/dl. No additional treatments or interventions were reported. At the time of the follow-up report, the patient remained hospitalized, and their current condition was unknown. No further medical evaluation or clinical details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid when paramedics performed a fingerstick test. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time during the hospitalization. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.